Event description:
Initial information was reported by a physician to a (B) (4) representative on 04-jan-2010: this non-serious case was received from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. A (B) (6) female consumer was injected with poly-l-lactic acid (sculptra) on (B) (6) 2008. She experienced several lumps described as hard nodules where poly-l-lactic acid was injected that began in (B) (6) 2010. They are located along the jaw line and mid face. At the time of the report, the event was ongoing. No further relevant information was reported.

Manufacturer narrative:
Device qc performed. Mon 04/01/2010.